Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas e 411 analyzer. The sample initially resulted in an hiv combi value of 1.15 coi (reactive) and it repeated as 1.13 coi (reactive). The sample was repeated, but no value was received, only a flag indicating the probe was hovering over a system reagent. The sample was repeated one more time and the hiv combi result was 0.001 coi (non-reactive).

Manufacturer narrative:
The hiv combi reagent lot number was 78210505, with an expiration date of 30-nov-2025. The field service engineer determined that the photomultiplier tube high voltage needed adjustment. The voltage was adjusted. Performance testing was run and passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The measuring cell was last replaced on 29-aug-2024 and the photomultiplier tube high voltage was adjusted during the replacement process. The cause of the event could not be determined.